Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: b5, a getinge filed service engineer (fse) was dispatched at the unit for evaluation, the spare parts were replaced. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
It was reported by the customer that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) triggered a high temperature alarm. The patient was replaced with another device. No harm was caused to the patient.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) triggered a high temperature alarm. No harm was caused to the patient.